Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator stopped running while on patient. At this time, there was no information regarding patient harm and intervention.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - unit stopped running. Vyaire field service representative (fsr) evaluated the device on-site, and examined the unit for any faults. All voltages were with in specifications but pressures were needed to be recalibrated. Unit needs a 7 year pm (preventive maintenance). Unit will be operational following a pm.